Event description:
The customer reported to olympus that during reprocessing, the evis exera iii colonovideoscope's air/water channel tested positive for greater than 300 colony forming units (cfus) of micrococci. The working channel tested positive for 1 cfu of micrococcus. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause. Related patient identifiers: (B)(6).

Manufacturer narrative:
The suspect device has been returned to olympus for evaluation. The physical device evaluation has been completed. Prior to the device evaluation, the device was sent out for additional microbiological testing. After the positive culture was observed, the device was quarantined. However, the device was used for 9 coloscopies between testing and quarantine. The scope underwent reprocessing 6 times before sampling. The last date of reprocessing was on 23aug2023, the day prior to sampling (approximately 16.5 hours). The sample was taken after storage. The scope was stored in a non-ventilated metal cabinet. The clean area is equipped with a ventilation plant where the room temperature is 21 degrees celsius. The last date the device was used in a procedure was (B)(6) 2023. The customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. The customer did confirm that there were no deviations or deficiencies concerning reprocessing of the scope. Additionally, the customer confirmed that there were no suspected patient infections due to the facility findings. The customer did not provide the specific steps taken during the cleaning sterilization and disinfection (cds) process. The olympus scope was sent to an independent laboratory for culture testing. The hygiene microbiological investigation report indicated the channels of the scope were cultured and no microbial contamination was detected. The results are evaluated in accordance with the joint recommendation of the krinko and the bfarm 'requirements for hygiene in the reprocessing of medical devices' (bundesgesundheitsbl 2012 - 55:). The device evaluation findings were as follows: the air/water cylinder had discoloration, the suction cylinder had discoloration, the forceps channel port had a scratch, the air/water cylinder had foreign objects, the plug unit had a scratch, due to wear of the angle wire, bending angle in the "up" direction did not meet standard value, due to wear of the angle wire, the play of the "up/down" knob was out of standard value, the air/water tube had foreign objects, and the light guide lens had a crack. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
Correction to g2, "health professional" was inadvertently selected on the initial report. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material and a root cause could not be determined. However, it is likely that since the user was not informed from the lab when bacteria was detected and the subject device was not isolated at the time of sampling the event occurred. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. Olympus will continue to monitor field performance for this device.